Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The tracheal swivel valve was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal swivel valve was broken. The swivel valve is a component purchased from a supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "broken/cracked - double swivel connector" is confirmed based on the sample received. The connector on the tracheal swivel valve was returned broken. No other defects were observed. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
Customer reported the doctor found the connector was split during the function test prior to patient use. A new device was used.

Manufacturer narrative:
Qn#: (B)(4). An additional sample was received under MDR# 3003898360-2020-00717 in september, however, it was not known at that time as the lab was closed due to employee testing positive for covid-19.

Event description:
Customer reported the doctor found the connector was split during the function test prior to patient use. A new device was used.